Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pocket was failed. A field service engineer (fse) found that the drawer 3.2 was not showing on the bus, reseated the row board connection on the drawer controller board. The fse found that the drawer 2.2 was failed, recommended to replace the cubie, but the customer recovered e1 and don¿t want the cubie replacement because narcotic drugs were loaded in it. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered an issue where main drawers (1.1 & 2.1) were not detected on the bus. The customer stated this malfunction occurred when the user was trying to issue medication to the patient and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.